Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer's mother stated that they changed the battery but insulin pump did not work. It was also reported that the screen of insulin pump was damaged. The customer's mother did the troubleshoot and restarted the insulin pump, but display did not returned. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis